Event description:
Related manufacturer reference number: 2017865-2023-50549. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, the delivery catheter prematurely released from the lp. The lp continued to be implanted successfully. The patient was in stable condition.